Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings compared to a second meter. On (B)(6) 2011 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. The patient reported that for approximately two weeks, she obtained elevated blood glucose readings on the reported meter, for which she gave herself bolus insulin doses using her pump. On (B)(6) 2011, the patient obtained the blood glucose readings of 80 mg/dl and 90 mg/dl on the reported meter, and took an insulin bolus to account for her lunch. Four hours afterwards, the patient experienced the symptoms of shaking, sweating and anxiety and she felt low. While symptomatic, the patient tested her blood glucose level to be 50 mg/dl using her backup meter. The patient administered self-treatment by consuming orange juice and felt better afterwards; she did not seek any medical attention. The patient manages her diabetes by taking insulin via a pump. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. Quality control testing was performed during the call, with failing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k073231.